Manufacturer narrative:
Recall: 1627487-12192011-003-r.this ipg serial number was included in multiple field advisories.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
The relative of the patient reported the ipg is unable to communicate with the charging system. The patient last received stimulation approximately one month ago and recharged the ipg prior to that. Follow up information identified the sjm representative met with the patient and confirmed the ipg is unable to communicate with the external devices. The patient underwent surgical intervention to remove and replace the ipg on (B)(6) 2016 and issue is resolved.the date of event is unknown.

Manufacturer narrative:
Corrected explant date (B)(6) 2016.